Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device issue has been reported. It was reported that a flow limiting dissection was observed after the implantation of the xience v 3 x 23 mm in the mid lad lesion. The physician had to implant another xience v to cover the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident dissection and ischemia, as listed in the xience IFU are known adverse events associated with coronary stenting. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). There was no report of any device malfunction. However, a conclusive root cause for the reported patient effects and the relationship to the device cannot be determined.